Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the laser stopped working. There were no error messages and no patient impact. The procedure was not completed with the same system. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system but was not able to replicate the reported event. The company service representative did not find any system messages in the event log. The company service representative performed laser module extraction and cleaned the rear connections as a prevention. The interface breakout printed circuit board (pcb) and the air filter were replaced as a prevention. Preventative maintenance (pm) was performed. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The laser probe was not returned for evaluation. The lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the laser probe was not recognized and an alternate system was used to complete the laser.